Manufacturer narrative:
Heartsine did not initially report this malfunction as the customer reported that their device did not have a blinking led. This information did not indicate a critical malfunction. However, upon receipt of the device, the device was unable to power on. Inability to power on device may prevent or delay defibrillation therapy, which could lead to adverse consequences. The fault was attributed to the pad-pak being depleted beyond any use. This was root caused to a short-circuit failure of the red status led, which had caused the standby current drain to periodically spike as the green led flashed, leading to the depletion of the pad-pak.

Event description:
The distributor contacted heartsine to report that their device did not have a blinking led. This information did not indicate a critical malfunction. However, upon receipt of the device, the device was unable to power on. Inability to power on device may prevent or delay defibrillation therapy, which could lead to adverse consequences. There was no patient involvement reported with this event.